Manufacturer narrative:
Initial and final MDR 1921154 - MDR 3003442380-2024-16532 - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced 5 infusion set kinked events on 01-april-2024 after 3 hours of insertion. Insertion site was abdomen. Customer regularly rotate site location. Customers confirmed the introducer needle was ahead of the cannula prior to insertion. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.